Manufacturer narrative:
Device evaluated by MFR a visual examination noted that the main labeling on the package was for 7x4x75, however the small sticker on top of package showed 6x4x75 (hanging label). The package was returned for analysis fully sealed and unopened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be manufacturing. (B)(4).

Event description:
It was reported that during unpacking of the product, a labeling issue was noted. The packaging of the ultrathin diamond balloon had two different labels, one being the main label as a 7x4x75mm balloon and a second label at the top of the package as a 6x4x75mm balloon. This device was not used on a patient.

Event description:
It was reported that during unpacking of the product, a labeling issue was noted. The packaging of the ultrathin diamond balloon had two different labels, one being the main label as a 7 x 4 x 75 mm balloon and a second label at the top of the package as a 6 x 4 x 75 mm balloon. This device was not used on a patient.

Manufacturer narrative:
(B)(4).